Event description:
Voluntary medwatch received reported: the tandem mobi insulin pump has negatively affected hundreds perhaps thousands of types 1 diabetics. There is a problem (I believe with the pumps piston) which results in numerous occlusions preventing the patient from receiving insulin, resulting in severe hypoglycemia. Some have been hospitalized as a result. This problem is well documented across most social media platforms and if you mandate tandem to supply records of phone calls received as well as mobi insulin pumps replaced, you will learn the is a large scale and serious problem many patients have had to have several pumps replaced, only to still suffer from the repeated occlusions. Thank you for looking into this!!